Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. Customer's blood glucose (bg) level was "high" on the continuous glucose monitor, and vomiting; cause was unknown. A correction bolus via the pump was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.